Manufacturer narrative:
Investigation summary: it was reported that a male patient, approximately (B)(6) and approximately (B)(6), underwent an ablation procedure for ventricular tachycardia with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. While using an avunav catheter during transseptal puncture, prior to any ablation, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of blood, normalizing the patient¿s blood pressure. Patient was reported to be in stable condition at the time of the complaint report. Patient required extended hospitalization as a result of the adverse event. There is no information regarding the patient outcome. It was noted that the patient¿s health was compromised prior to the procedure and this adverse event further compromised their health status. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection test was performed and the catheter was deflecting correctly. Then, a flow test was performed and an irrigation test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material apparently dried blood near to the tip. No other damage was observed that might have contributed to the occlusion of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the reddish-brown material cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. It could be related to the procedure. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/5/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17692879m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: distributed: (B)(4) - reprocessed acunav 8f-90 sms catheter, u.s. Catalog #: r10135936, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient, (B)(6), underwent an ablation procedure for ventricular tachycardia with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. While using an avunav catheter during transseptal puncture, prior to any ablation, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of blood, normalizing the patient¿s blood pressure. Patient was reported to be in stable condition at the time of the complaint report. Patient required extended hospitalization as a result of the adverse event. There is no information regarding the patient outcome. It was noted that the patient¿s health was compromised prior to the procedure and this adverse event further compromised their health status. There were no additional factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the adverse event is that it occurred during transseptal puncture and that it was not related to any biosense webster inc. Products. The transseptal puncture was performed with an unspecified needle. It is believed that a st. Jude medical sr0 sheath was used, but has not been confirmed. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time of 300-350 seconds. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since the navistar rmt thermocool catheter was also used during the procedure, the assessment was made to report this event conservatively under the navistar rmt thermocool catheter.